Event description:
Doctor questioned hba1c result for one patient. Initial result gave greater than 29%. Same sample repeated greater than 29% two more times. In 2009, same sample repeated 15.05%, 14.02% and 13.50%. The initial result was reported however customer stated the reported value did not affect treatment. A correct reported was sent. Patient remained in hospital, patient was being treated for high glucose. Customer was provided a customer bulletin addressing this issue.